Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the remote monitor was sending transmission every month, the patient was lifted six feet out of bed and had received a shock in the chest. The patient was connected to a device specialist. The remote monitor is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Upon further internal review by the manufacturer, the remote monitor event did not qualify for reporting. If information is provided in the future, a supplemental report will be issued.